Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bajwa, a.s., rammappa, m., lee, l., and nanda, r. (2015), treatment of unstable distal radius fractures: non-invasive dynamic external fixator versus volar locking plate ¿ functional and radiological outcome in a prospective case-controlled series, sicot j, vol. 1 (34), pages 1-7 (united kingdom). The aim of this prospective cohort case-controlled study is to prospectively audit the functional outcome in patients using this approach and comparing it with the use of orif with volar locking plate group. Over a period of one year, a total of 50 patients were included in the study. These patients were divided according to the treatment used. A total of 25 patients (9 male and 16 female) with a mean age of 53 years (sd 17.1, range 19-82) were treated with a non-invasive external fixator from a competitor. Another 25 patients (11 male and 14 female) with a mean age of 49 years (sd 19.5, range 21-74) were treated with an orif using a volar locking plates such as lcp distal radius system (synthes, switzerland) or a competitor's device as a control group. The follow-up was at 2, 4, 6, 8, 12 and 26 weeks clinically, radiologically and with patient reported outcome measures and then at 12 and 24 months with patient reported questionnaires. The mean follow-up was unknown. The following complications were reported as follows: all but one of the patients had already regained near normal range of motion (rom) within 92% of the rom in the uninjured wrist at the end of the fracture treatment, when the fixator was removed. 16/25 patients achieved near normal rom within 92% of contralateral wrist at the six-week mark. 9/25 patients required four weeks or longer duration of physiotherapy before full functional recovery was noted. 2 patients had a superficial wound infection that settled with antibiotic therapy. 2 patients had stiffness that appeared to be related to complex regional pain syndrome (crps), who also had a low vas for satisfaction (4 and 5). 1 patient had reported a late-onset (six-month post-op) of carpal tunnel syndrome, which was managed non-operatively. 1 patient returned to theatre for removal of metalwork due to irritation of extensor tendons by the tips of locking screws. This is report of 2 for (B)(4). This report is for an unknown synthes locking screws.